Event description:
It was reported that a medical intervention was performed. Tip of 2.5 hexdriver broke off during case when inserting locking screw and it was required to confirm that no pieces were left into patient via fluoroscopy.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirmed the stated failure mode. The hex driving end of the device fractured off but was not returned. The device was manufactured in 2017 with signs of moderate wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A lab analysis indicated that due to the size of the device, the fracture surface was unable to be evaluated using the sem. The fracture may be caused by any number of conditions, including but not limited to applications of loads in excess of the material¿s strength. Based on the analysis conducted, the exact cause of the reported failure was not able to be determined. A material analysis indicated that the hardness of the shaft was calculated to be an average of 57 hrc. A hardness of 57 hrc aligns with the expectations of x15tn stainless steel of a hardness between 57-60 hrc as shown in the drawing print. The presence of cleavage fracture across most of the part indicates a brittle failure. The flat portion on the peak of the fracture ¿lip¿ indicates that grinding likely occurred prior to final failure and that the failure likely initiated around the area. This indicates that the failure was likely not instantaneous and that the evos sm 2.5mm fixed handle linear hex driver went through many cycles of usage after failure initiation. Given the damaged fracture surface, it is unclear where the exact initiation of the failure occurred or what the likely cause of failure was. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.